Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported having issues with the reservoir and quick set. While changing the infusion set, she noticed that the tubing was bent at the end and when she inserted, it hurt. She experienced high blood glucose level, which she was able to treat. Prior to the event, she was simply walking around the house. The site location was her leg and the pump was worn on her waist. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to her body. No further information available.